Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-03385. It was reported that the guide extension catheter damaged another device. The target lesion was located in the distal left anterior descending artery. A 2.50 x 28mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and a guidezilla¿ ii guide extension catheter was added and the same stent was advanced but still failed to cross. During removal, the stent interacted with the guide extension catheter and the stent strut was lifted. A different shorter stent was used and completed the procedure. No patient complications were reported and the patient's status was fine..